Manufacturer narrative:
(B)(4). Batch # m52c81. Additional information was requested and the following was obtained: it is unknown which firing this cartridge reload is from. The analysis found that one pve35a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a exploratory laparotomy intra-colectomy, right heptatectomy procedure, the stapler was fired on the right portal vein but did not staple at all on either side of the cut line. The patient lost 400-500 cc's of blood but did not receive any blood products. The repair was done using prolene suture. No buttressing was being used. It is unknown which firing this event occurred on but the sales rep was told it was either the first firing or the third firing.